Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 47 mg/dl due to the customer stacking insulin. Customer consumed (B)(6) and juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.